Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012, inratio inr: 0.8, lab inr: 3.05. Unk if tested on fresh finger. Venipuncture performed a few minutes after testing on inratio meter.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test results(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 0.8, lab: 3.05, mean: 1.93, confidence limits: (1.3 - 2.7), result: fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and values are discrepant beyond the documented variability for pt/inr testing. Further investigation is required. User reported anemic pt. Per product insert "a hematocrit (percentage of blood that is red blood cells) that is higher (above 55%) or lower (below 30%) than validated range of the inratio/inratio2 sys can cause an inaccurate result." Unable to determine if this is root cause. No strip lot info provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. No strip lot info was available and no product was expected to be returned, further investigation for product performance could not be performed. Root cause could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.